Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and an insulin flow-blocked alarm. The customer reported a blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed. The event involved product(s) mmt-1885. The customer reported an insulin flow blocked alarm (past or resolved event). The issue was resolved. The customer has been using the insulin pump system within 48 hours of a reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1885.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at 0.0874 inches. Pump¿s history and trace files downloaded successfully using thump software. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. In further full review of the pump history on the event date of [02-aug-2024] unable to find the bolus daily delivery total or basal daily delivery total due to no data available in the pump history file. No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, and label damage(faded/stained/peeling). Alleged insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.